Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of distal tip detachment of device or device component. Block h11: product investigation results the device was discarded; therefore, a technical analysis could not be performed. A media review was performed. In the picture provided by the customer, it was not observed the reported issue. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific that a gold probe was used during a hemostasis management procedure performed on (B)(6) 2026. During the procedure, when the device was activated for electrocautery, it was observed that the gold tip had completely detached from the catheter and become a loose component. The detached gold tip fell into the patient and was subsequently retrieved using rat-tooth forceps. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.